Event description:
It was reported that the vns study patient experienced an increase in absence seizures above pre-vns baseline levels on (B)(6) 2015 which resolved on (B)(6) 2015 without any interventions. The event was classified as mild and did not cause the patient to discontinue from the study. The increase in seizures was listed to possibly be related to stimulation on-times as the patient¿s device settings were increased prior to the onset of the event on (B)(6) 2015. The patient¿s device was tested and showed normal device function.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution.